Manufacturer narrative:
Correction made to the event description, event description should read: medtronic received information that this prosthetic aortic valve was part of a randomized clinical study entitled the nordic aortic valve intervention (notion) trial, designed to compare transcatheter and surgical valves from several manufacturers. Three days postoperative the patient suffered ischemic cerebrovascular incident, left-sided hemiparesis. No treatment was given for the cerebrovascular incident. The device remained implanted.

Event description:
Medtronic received information that this prosthetic aortic valve was part of a randomized clinical study entitled the nordic aortic valve intervention (notion) trial (physician sponsored trial), designed to compare transcatheter and surgical valves from several manufacturers. Three days postoperative the patient suffered an ischemic cerebrovascular incident with visual and hearing impairment, aphasia sensual dysfunction (facial, upper or lower extremities) motor dysfunction (facial, upper or lower extremities): left-sided hemiparesis. No treatment was given for the cerebrovascular incident. The device remained implanted.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the limited information available. A device history review is not required as the event description does not indicate a potential manufacturing issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.